Manufacturer narrative:
Report source health professional: ender user, (B)(4).

Event description:
Information was received that a smiths medical jelco hypodermic needle-pro safety device was utilized to give an injection (noted to be on a needle with a 3cc syringe). It was reported "the nurse tightened the needle on as much as she could and when she got ready to inject it, the seal was not enough and the solution sprayed the nurse and her assistant in their eyes". The reporter also stated "one of them went to the ER for it". No additional adverse patient effects were reported.